Event description:
Per the clinic, the patient experienced extrusion of the internal device (date not reported).the device was explanted on (B)(6), 2013. There are plans to reimplant the patient with another device, but it is unknown if this has occurred as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
This report is filed on august 28, 2013.

Manufacturer narrative:
(B)(4).